Event description:
Receiving the following information on a feedback website: following a pph procedure, the patient had severe pain and bleeding. Bowel movements are difficult and with pain. Problems with urinating and pain in lower stomach. Patient currently on flomax and muscle relaxers, and is schedule to be scoped to investigate problems experienced.

Manufacturer narrative:
Information not available, device not returned for analysis.